Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is reportedly affected. There was no report of recent accident or trauma, however medical records indicated a trip to the emergency room in (B)(6) 2018 after the child fell and hit the back of her head requiring stitches. An integrity test in planned.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition, short circuits of currently unknown origin were reported. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
Hearing performance with the device is reportedly affected. There was no report of recent accident or trauma, however medical records indicated a trip to the emergency room in (B)(6) 2018 after the child fell and hit the back of her head requiring stitches. Further information received in june, that the recipient is to be reviewed at the end of the month but there are no plans to proceed with an explant and re-implantation.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. Other mechanical damages found during investigation are attributable to the removal surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Hearing performance with the device has been reportedly affected since 2018. The user was re-implanted with a cochlear device on (B)(6) 2020.